Event description:
The reporter stated that the unit will infuse without the retainer ii loaded. There was no patient injury or treatment associated with this event.

Manufacturer narrative:
The unit failed to alert load syringe plunger and infused without the plunger retainer ii loaded due to the plunger calibration being out of specification. There was no contamination observed that would have contributed to the drift out of specification, and the cam switch adjusted correctly. Medex was able to confirm the issue and determine a cause. This issue is being monitored for trend. The unit will be repaired and returned to the customer. No additional action is necessary at this time. Medex considers this MDR closed with this report.